Event description:
Same case as 1649384-2012-00038. It was reported that during a surgery the ardis implant broke. Levels treated were l5-s1 for degenerative disc disease. While attempting to implant the ardis interbody with the standard inserter in the ardis set, the graft broke when tapped with the mallet. The inserter angled off the graft and poked a hole in the dura. The broken pieces were retrieved from the patient and the dural tear was repaired using goretex suture. The surgery was finished with another implant with satisfactory results.

Manufacturer narrative:
The inserter was returned and evaluated. No malfunction of the device was identified. The most probable root cause is design related. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.